Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, d9, h3, h6. Laboratory analysis summary: the device related to the reported events rupture was received on jan 22, 2025 with lot number 1469035. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flow opening. As per the investigation procedure creases, wear abrasion and non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported right side rupture. The device has been explanted.